Event description:
Additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
(Patient code).

Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a chipped front corner and a cracked bottom case. Event log history was performed and indicated that travel course? Check clutch/plunger lever error was recorded in history. During analysis, the reported problem was able to be duplicated. It was noted that two screws on the carriage for the plunger tube were broken off and that was the cause of the reported issue. Service replaced the carriage and plunger tube to correct the reported issue. Service also replaced the clutch half? Left and right with leadscrew and spring as a preventive measure. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited check clutch/plunger and had a travel course. No adverse effects were reported.